Event description:
It was reported to boston scientific through a study that a leveen needle electrode was used during a radiofrequency ablation procedure performed in 2007. According to the complainant, the pt developed a small pneumothorax during the ablation procedure,. A hemorrhage was also noted. It was noted the hemorrhage had no clinical significance. As a result of the pneumothorax, a 10fr chest tube was advanced into pleural space. The pt was admitted to cardio- thoracic surgery service and was treated for hypomagnesemia and hypokalemia and noted resolving shortness of breath and chest pain associated with the drain. Three days later, the chest tube was removed. He was not short of breath and his chest x-ray demonstrated no pneumothorax following chest tube removal. The next day, the pt was discharged in good condition.

Manufacturer narrative:
The complainant was unable to provide the suspect device model, catalog and lot number; therefore, the lot expiration and device manufacture dates are unk. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed.